Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ureal (bun) on a cobas 8000 c702 module. The sample initially resulted in a bun value of 1.7 mmol/l. The value did not agree with the patient's previous results, which were approximately 16 mmol/l. The sample was repeated, resulting in a bun value of 16.6 mmol/l.

Manufacturer narrative:
The bun reagent lot number was 72570601, with an expiration date of 29-feb-2024. Quality controls were performing as expected. Precision studies were performed and were acceptable.

Manufacturer narrative:
The field service engineer checked the analyzer and aligned the wash station. The gear pump pressure was low and it was adjusted. The investigation determined the service actions resolved the issue.